Manufacturer narrative:
This supplemental report is submitted to provide a correction to section g4.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
Rxsight was informed of a report that a light adjustable lens (lal, sn (B)(6) , +26.0d) was implanted backwards in the eye during a patient's primary cataract surgery. The surgeon exchanged the lal for another lal during the same surgery.